Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there is no sound for high/low alerts on g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be settings error.